Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap008, compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
When the physician advanced the introducer over the wire guide, he noticed the distal end of the introducer was deformed. At this point the physician removed the introducer and used another device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.